Event description:
It was reported that during a rotator cuff repair surgery the active electrode tip disconnected from tip probe and separated from its location. This happened outside the patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update swit 07-jul-2023: surgeon used the probe first and it was fine, then he went out of the joint to perform another step of the surgery then he needed coagulation again. When he entered the joint for the second time he realized that something was wrong, because the tip of the probe was empty, no electrode in the ceramic cup. They explored the sterile field looking for the tip and discovered outside the patient. There was no injury at all. The probe was replaced and surgery was finished successfully.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint allegation was confirmed. One unpackaged ar-9811 apollo serial/batch (B)(6) was returned for evaluation. Visual inspection noted that the electrode face is missing, leaving a hole in the instrument's tip. No functional test was performed because of the damage to the instrument. This is a known supplier manufacturing issue. Refer to ncr-20813.